Manufacturer narrative:
The sensor was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all quality and manufacturing testing/inspection specifications prior to distribution. Evaluation of the returned device found that the returned device found there was no visible damage to the sensor. The sensor was functional. Catheter material had been penetrated 3mm from the sensor case, with internal wires exposed. There was suture attached to the catheter material and marking on the connector. No further testing was possible due to the damage to the catheter. Based on their evaluation, the supplier was unable to confirm the complaint as reported by the customer. The supplier determined the cause of damage to the device to be related to mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Sensor recognition. The patient is male and (B)(6). During icp procedure the sensor could not be recognized by generator. Changed the new sensor to complete the procedure. There was no report on patient injury. No delays.